Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had an air/water leak. There was no report of patient or user harm associated with this event. The subject device was received at an olympus service center for evaluation. During inspection and testing, there was no image displayed from the scope, and the insertion tube coating was peeling. This report is being submitted for the malfunctions found during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. The image issue (no image) was likely due to damage to the charge coupled device (ccd) unit. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 1 inspect the control section and endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 2 inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The event can be detected/prevented by following the instructions for use which state: section 3.3 inspection of the endoscope image. 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the endoscope¿s distal end. 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. The following issues were found during the device evaluation: (a.) The adhesive on the bending section cover or distal sheath has a chip, (b.) The bending tube has a dent from physical stress, (c.) The suction connector is sticky due to water leakage, (d.) The scope connector cover unit is sticky due to water leakage, (e.) Due to wear of angle wire, bending angle in up direction does not meet the standard value, (f.) And the connecting tube has a dent. Olympus will continue to monitor field performance for this device.